Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; combined thoracic endovascular aortic repair and endovascular aneurysm repair and the long-term consequences of altered cardiovascular haemodynamics on morbidity and mortality: case series and literature review sultan et al, european heart journal - case reports (2021) 5(10), 1¿10 ase reports (2021) 5(10), 1¿10 doi:10.1093/ehjcr/ytab339 concomitant medical products: information references the main component of the system. Other relevant device(s) are: s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted during the endovascular treatment of a proximal tbad and 66mm aneurysmal false lumen on an unknown date in 2010. It was reported approximately 2 years post the index procedure follow up echo demonstrated the patient had developed symptomatic of left ventricular hypertrophy with diastolic dysfunction. The patient had bilateral lower limb oedema, with on and off chest pain and shortness of breath. On further follow up the patient was diagnosed with q-t interval prolongation with af with normal coronary angiogram. The patient expired due to congestive cardiac failure and myocardial ischaemia 2 years following tevar.